Manufacturer narrative:
H.6. Investigation summary: one photo was returned by the customer. It was reported by the customer that a secondary infusion not infusing, instead the infusion was pulling from the primary at the secondary rate. The photo shows the syringe line attached to the pump module, however it does not verify the complaint. The root cause of this failure was not identified as no product was returned, the failure was unable to be replicated. A device history record review could not be performed because model and lot numbers are unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the verbatim: ¿ nurses report that alaris pumps are ¿too noisy¿ even when running slower infusions. They stated the patients always complain, noting that the floor is neuro and patients can be sensitive to noises and headaches. ¿ 1 nurse reported a secondary infusion not infusing. Instead the infusion was pulling from the primary at the secondary rate. When the nurse observed this, she clamped the primary line and was able to infuse the secondary medication. Cpc discussed secondary infusion set-up and the nurse stated it was correctly set up. Cpc advised to sequester pcu, module and tubing if this occurs. No further information could be recalled about the event (when it happened, with what medication). No patient harm was reported. No devices available for investigation. The staff state that the secondary set was bd/alaris but the ref# could not be confirmed at the time of the interview. Cpc discussed troubleshooting. ¿ cpc also demonstrated tamper resist switch, delay features, how to adjust audio and display contrast, per request. No events were reported. ¿ alaris device assessment: o assessed 4 pcu devices and no issues observed. The tpc noted that the pcu was not stored plugged into an ac outlet. Additionally, the tpc observed lint on the male iui connector. O assessed 6 lvp devices and found 1 lvp with a protruding pivot latch screw and 1 lvp with a missing lvp membrane screw missing. Additionally, the tpc observed lint on the female iui connector. O none of the devices were observed during patient use. Alaris devices were staged in clinical hallways or storage rooms, ready for patient use. Facility will not be returning devices to bd for investigation.

Event description:
It was reported that unspecified bd infusion set had flow issues. The following information was received by the initial reporter with the verbatim: nurses report that alaris pumps are ¿too noisy¿ even when running slower infusions. They stated the patients always complain, noting that the floor is neuro and patients can be sensitive to noises and headaches. 1 nurse reported a secondary infusion not infusing. Instead, the infusion was pulling from the primary at the secondary rate. When the nurse observed this, she clamped the primary line and was able to infuse the secondary medication. Cpc discussed secondary infusion set-up and the nurse stated it was correctly set up. Cpc advised to sequester pcu, module and tubing if this occurs. No further information could be recalled about the event (when it happened, with what medication). No patient harm was reported. No devices available for investigation. The staff state that the secondary set was bd/alaris but the ref# could not be confirmed at the time of the interview. Cpc discussed troubleshooting. Cpc also demonstrated tamper resist switch, delay features, how to adjust audio and display contrast, per request. No events were reported. Alaris device assessment: assessed 4 pcu devices and no issues observed. The tpc noted that the pcu was not stored plugged into an ac outlet. Additionally, the tpc observed lint on the male iui connector. Assessed 6 lvp devices and found 1 lvp with a protruding pivot latch screw and 1 lvp with a missing lvp membrane screw missing. Additionally, the tpc observed lint on the female iui connector. None of the devices were observed during patient use. Alaris devices were staged in clinical hallways or storage rooms, ready for patient use. Facility will not be returning devices to bd for investigation.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.